Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had an alarm during treatment that the treatment was completed, however, it was not. The machine was operating but the alarm was unable to be cleared. The biomed reported that they tried to restart the machine, however, the alarm would not go away. The patient was moved to another machine to complete treatment and the blood was not returned. The patient's estimated blood loss was 100 ml. The biomed confirmed that there was no issue with the dialyzer (unknown type) or bloodlines (unknown type), just that the blood was not manually returned to the patient. There was no patient injury, adverse event, or medical intervention required as a result of the event. The patient completed treatment on a new machine with new supplies. The biomed replaced the power logic board to resolve the machine issue and machine returned to service without reoccurrence of the reported event. Additional patient and treatment information was requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.